Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump has cracked case at battery tube threads, reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported that the insulin pump alarmed button error and it is not functioning. Blood glucose value is 125 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.